Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a family member a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Information was reported that a patient was having trouble connecting with their recharger. Their last successful recharge was two weeks ago. The caller said they had tried repositioning the antenna and they just kept getting the reposition antenna screen. The caller was walked through the antenna locate and they got 78 and the screen said reposition antenna they were not able to reconnect. The caller also said they were unable to communicate with the recharger or patient programmer. The caller also said if the doctor's office is open because of the hurricane. The patient is in a lot of pain. The caller was told they would send a message to the manufacturing representative (rep) to call them. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's issue is still not resolved because he has moved to texas and had not made an appointment with the doctor yet. Patient did now know what his weight was at the time of the event. Patient asked if he can meet with a manufacturing representative (rep) to see what is going on with the communication issue. I reviewed role of reps and provided patient with nas phone number to give to his doctor so that they can page a rep at that appointment. No further information was reported.